Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: 194106.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.